Event description:
Per the clinic, the recipient experienced pain and swelling at the implant site. It was also reported that the patient developed a skin breakdown and subsequently, the patient was treated with oral and topical antibiotics (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.